Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. While the physician was suturing the tip of the needle broke off. It is unknown how the case was completed there were no adverse consequences to the patient.